Event description:
It was reported that this right atrial (ra) lead exhibited oversensing leading to atrial tachy response (atr) being inappropriately stored. No adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).